Event description:
Caller reported a cgm error and mentioned that their pump died overnight but there was no need to reset it manually. After resetting the pump, no cgm error was displayed again. There was no adverse impact to the customer's blood glucose level. Caller successfully started their sensor session, indicating that the issue was resolved.